Event description:
On (B)(6) 2013 the lay user/reporter, the patient's husband, contacted lifescan to report the one touch ultramini meter was giving an unspecified error message. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6)2013 at 5:00 pm the patient obtained an error message on the reported meter; the reporter was unable to specify which error message occurred. The patient was unable to obtain a blood glucose reading. The patient took the action of taking her usual oral diabetes medications, type and dose not specified. Twelve hours afterwards, the patient suffered the symptom of passing out; she did not seek any medical attention or treatment. The issue was not resolved. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level due to the meter issue. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Test strip lot number: not provided.